Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that this patient underwent transcatheter aortic valve replacement within an existing edwards bioprosthetic valve (valve-in-valve procedure). Implant duration of the original valve was approximately 13 years. It was identified, through review of source documentation provided, that there was prosthetic valve dysfunction with severe aortic insufficiency. The patient tolerated the procedure well.

Manufacturer narrative:
Prosthetic valve insufficiency. Additional manufacturer narrative: aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. If the regurgitation worsens or becomes symptomatic, reoperation may be necessary. Many factors can contribute to the onset of ar, including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. Since the device was not returned to edwards for analysis (remains implanted), the root cause of this event could not be confirmed. There have not been any allegations of a malfunction or deficiency related to the edwards valve. No corrective or preventative actions are required at this time.